Event description:
The customer reported that their central nurse's station (cns) suddenly made a loud beep-like noise, and went through a spontaneous reboot.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) suddenly made a loud beep-like noise, and then spontaneously rebooted. Once it came back up, it displayed a windows error. After they clicked "ok" on the displayed error, the cns monitoring software loaded back up and started working as intended. The total down time was approximately 2 minutes. No patient harm or injury was reported. Service requested / performed: evaluation and repair. Investigation summary: the root cause could not be determined, as the device was working as intended after it was rebooted by the user. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptible power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly made a loud beep-like noise, and went through a spontaneous reboot. Once it came back up, it displayed a windows error. After they clicked "ok" on the displayed error, the cns monitoring software loaded back up and started working as intended. The total down time was approximately 2 minutes. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) suddenly made a loud beep-like noise, and went through a spontaneous reboot.